Manufacturer narrative:
Argus case: (B)(4).

Event description:
He started experiencing hallucinations / potentially can cause hallucinations ? /and even got worse [hallucination]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hallucination in a (B)(6)-year-old male patient who received double salt dental adhesive cream (super poligrip original (zinc free formula)) cream (batch number f12w, expiry date 31st august 2022) for product used for unknown indication. Concomitant products included no therapy and double salt dental adhesive cream (super poligrip (unspecified zinc free variant)). On an unknown date, the patient started super poligrip original (zinc free formula). On an unknown date, an unknown time after starting super poligrip original (zinc free formula) and super poligrip (unspecified zinc free variant), the patient experienced hallucination (serious criteria gsk medically significant). The action taken with super poligrip original (zinc free formula) was unknown. On an unknown date, the outcome of the hallucination was unknown. The reporter considered the hallucination to be related to super poligrip original (zinc free formula). Additional information, the adverse event information was received via phone call on 25 september 2020. Consumer stated, "I am calling about my husband. I am calling about ingredients in poligrip. It is the original poligrip 2.4 oz tube he is using. Is there an ingredient in it that potentially can cause hallucinations? I am trying to find what could cause his hallucinations, and poligrip is one of the products he is using. He has been using poligrip for several years. The tube he is currently has the following lot number f12w. Expiration is 2022/08/31. He started experiencing hallucinations about a year and a half ago. We have tried some medication, it got better, and it started again over the past few weeks and even got worse. We are seeing several doctors. I will call you back after having seen the doctor next week if we want you to follow up with him. I have to let you go now. Consumer treated by an hcp. Treatment drug included "unspecified medication".